Event description:
A surgeon reports that the system operator selected the incorrect patient for treatment and this patient was treated with the incorrect surgical plan. Patient records indicate increasing hyperopia at the two-week post-operative exam. The patient was referred to different physician for a second opinion along with his assistance in following this patient's outcome. However, the patient failed to keep her appointment with the referral physician and has not been seen since. Patient information shows a decrease in bcva at the two weeks post-op exam. Pre-op ucva was not provided for comparison to post-op. Based on the limited post-op data, it was determined that this patient may have been adversely affected and has the potential for serious injury given the extent of the inadvertent over correction.